Event description:
It was learned through newly received information from ipr that a patient with a 25mm 7300tfx pericardial valve, implanted in the tricuspid position, was explanted after an implant duration of seven (7) years and two (2) months due to tricuspid calcific degeneration resulting in moderate regurgitation and severe stenosis. The valve had exhibited moderate tricuspid regurgitation on an earlier echo after an implant duration of five (5) years and five (5) months (B)(4). The patient presented with class IV symptoms of dyspnea on exertion. The explanted valve was replaced with a 27mm 7300tfx valve. Tee noted a good valve position with no pvl. The patient was transferred to the ICU in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors.